Manufacturer narrative:
Multiple attempts were made to gather additional information regarding this case from the physician unsuccessfully. To date, no additional information has been provided. The device was not returned for evaluation and no device malfunction was reported. The device as a contributing factor to this event cannot be determined. If additional information is received, a supplemental report will be filed.

Event description:
It was reported that a patient underwent a soft tissue chest wall ablation of a hepatocellular carcinoma (hcc) metastasis. At the 6 month post-ablation scan, it was the physician's opinion that there was no result and that it looked like no treatment had been performed. Due to this, the patient required additional treatment. This event was reported to the btg clinical specialist during an unrelated case. No device malfunction was reported to btg at the time of the initial procedure.